Manufacturer narrative:
Lot #: suspect lot numbers were 20m004 and 20k005. Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused medication to the patient. It was observed that the device had finished the medication delivery 2 hours sooner than the expected therapy time. The device had been filled with cefazolin 5820mg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) /2021.

Manufacturer narrative:
H4: the potential lot # 20m004 was manufactured on november 03, 2020. H4: the potential lot # 20k005 was manufactured on october 19, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.